Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified the device shows wear from previous uses including nicks, gouges, and indentations. Strike plate is confirmed to have fractured at the weld. All pieces were returned. Device visually conforms to print aside from threaded t - handle that was not returned. No other damage was noted. Device has an approximate field age of 9 years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the instrument broke while the surgeon was broaching the femoral canal. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- rasp. G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.